Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during loss of capture was noted on this right ventricular (rv) lead shortly after the implant procedure. A lead dislodgement was confirmed and this lead was replaced with a competitor lead. This lead will be returned. No adverse patient effects were reported